Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2013 and a barbed suture was used. The surgeon stated that the tab pulled through the tissue. It was noted that the fixation tab was broken. The procedure was completed with a different suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. It was determined that one side of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. Nothing unusual was noted about the fracture surface. The half of the fixation tab that sheared off from the rest of the device was not returned.